Manufacturer narrative:
(B)(4). Air in the patient line, indicative of a potential malfunction of the disposable cassette, was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the registered nurse (rn) observed air in the patient line of the homechoice automated pd set with cassette. This was noticed while the patient was connected. The technical service representative (tsr) was unable to find anything that would have caused or contributed to the presence of air. The tsr advised the rn to have the hp end therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.